Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
It was reported that as soon as the transducer was connected to the ultrasound system, a usacquisitionhw_31 error message was displayed. The error message appeared instantly that it had reached 45 degrees. The transducer was replaced to complete the unspecified study. There was no loss of data since study has not started yet. There was no patient or user injury reported with initial and replacement transducers. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, it was found articulation sleeve contamination and lens discoloration. There was no physical damage observed on the articulation sleeve area. The device was functionally tested and the reported system error message was able to be reproduced. It was found during destructive analysis a thermistor micro crack and open gastro flex # 7. These findings could lead to system error. The open electrical circuit was confirmed by multimeter test. Based on the findings, the possible root cause of the reported error message was likely due to the gastro flex thermistor crack caused by insufficient cable assembly and/or gastro flex reliability related to the design. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.